Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient's group a stimulation started to not work as well about two weeks ago. She said yesterday she tried to switch over to group b and see and was getting an error message saying that the desired settings could not be reached. Today we checked impedances and she had several on the right lead that were red and orange. The patient noted that her group a stimulation started to not work as well about two weeks ago. The rep ran impedances on the day of the report and was able to program hd successfully around the impedances that were off. The rep used only the left lead for this. The hcp wants to give programming a try for a while before talking of any revision. The issue was resolved at the time of the report.